Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #4 of 4: reference MFR. Report: 1627487-2017-05337, 1627487-2017-05338 and 1627487-2017-05339. It was reported the patient is experiencing uncomfortable stimulation. An x-ray has been ordered; however the physician believes the leads have become superficial from weigh loss. The patient underwent surgical intervention on (B)(6) 2047 where the leads were repositioned.